Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up while sending images to pacs. System functionality was recovered with a reboot. There is no report of a patient injury or death associated with this event.